Event description:
A #274 blood glucose obtained with results of 431. The #274 was sent to the hospital for evaluation and treated for hypoglycemia. Control test completed on (B)(6) 2017. Level 2 read 327. Level 3 read 570. Evencare proview glucose monitor: gtin (B)(4), serial number: (B)(4). Ref mph 4540, rf16emq. Evencare proview test strips: gtin (B)(4), exp (17): 04/19/2019, lot (10): ar020z1a1. Evencare proview glucose control solutions: gtin (B)(4), exp (17): 02/03/2019, lot (10): 6b02a047b03b04, ref mph4560.